Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by customer during routine inspection that the cardiosave intra-aortic balloon pump (iabp) unit had screen flickering issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to confirm the issue. Upon inspection, it was found that the monitor signal cable at the back of the display was loose, it was removed and reinserted properly. The issue was resolved and did not occur again. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code , investigation findings) full event site name: (B)(6) hospital.